Manufacturer narrative:
(B)(4): eval: results: guide catheter. Heavily calcified lesion. Conclusion: guide catheter. Heavily calcified lesion. Evaluation summary: the stent was positioned on the balloon as per specifications. The 5th proximal stent segment was raised, deformed and pulled distally. The distal tip was frayed.

Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length micro driver rapid exchange (rx) coronary stent in a patient. The target lesion was described as heavily calcified. No abnormalities were noted during preparation of the device and inspection prior to use; however, it was reported that the stent got caught on the guide catheter, becoming damaged. The patient is reported to be fine and no other clinical sequelae were reported.